Event description:
The implant and capsule were removed en-block and have been sent for pathology. Physician has reported the patient presented with a large seroma and capsular contracture described as "a bit but not significant". The patient underwent a CT and MRI. Immunohistochemistry was provided and stated the large atypical cells are strongly positive for cd30. The large cells are negative for alk-1.

Manufacturer narrative:
Continued h.6. [Patient/device/method/results/conclusion]: f2201, f23. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma; cd30+, alk- alcl. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl. (B)(6).

Event description:
Healthcare professional reported via regulatory agency alcl. Pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. The procedure was performed as enblock capsulectomy and samples have been sent for pathology. Affected side is left. The device has been explanted.